Event description:
A dialysis nurse reported that a patient c/o burning sensation in her abdomen as soon as she started her ccpd treatment. The patient was taken to the hospital for diagnostic tests and was released later. The next morning, the patient noticed that one of the 5 liter solution bags she used for the previous night's treatment was very full. Her mother took it to the dialysis clinic to be examined. The nurse reported that the bag weighed 9 kg. They suspected that the pump-to-drain may be running backwards. It is unknown where the extra solution came from. Laboratory tests showed that it was positive for bun and creatinine. The patient symptoms cleared and had no further symptoms when she was released from the hospital.